Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2013 and the mesh was implanted to treat urinary incontinence. Immediately after the procedure, the patient experienced a complicated recovery, could not walk and was in a considerable amount of pain and discomfort. Later in the day, the patient was sent home but unable to pass urine and required catheterization the next day. It was also reported that catheters, pain and discomfort continued for months. The patient is still experiencing urinary retention, bladder spasms, groin pain, utis, pain during intercourse, pelvic pain and nerve pain running down leg and right buttock. The patient underwent an urethral dilation procedure to stretch the urethra. The mesh is bulging into the vaginal wall and the patient is considering to have the mesh removed but is anxious of surgery again. The patient feels the mesh is already eroding into the bladder and vaginal wall. Additional information has been requested.